Event description:
It was reported that the lead was explanted and replaced due to oversensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported sensing anomaly was confirmed. Analysis identified damages consistent with clavicular crush and insulation abrasion.